Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to failed right hip with minimal metal ion levels and pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
After review of medical records, the patient was revised to address elevated metal ions. Intraoperatively, there was evidence of trunnionosis. The stem was retained. Femoral head and liner were revised.